Event description:
The following was reported to hamilton medical ag: "while using this c1 on a patient, the message "ventilation interrupted" was displayed, and the alarm kept sounding. The hospital staff immediately replaced it with another ventilator, so the patient was not harmed." No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag ref nr.: (B)(4).

Manufacturer narrative:
Investigation outcome: complaint description: while using this c1 on a patient, the message "ventilation interrupted" was displayed, and the alarm kept sounding. The hospital staff immediately replaced it with another ventilator. No health consequences or impact. Hamilton medical has not received the device for investigation. However, the local technician identified that the cause was the pressure sensor assembly. He performed a replacement repair of the pressure sensor assembly and returned c1 to the hospital. This case is considered as closed.